Manufacturer narrative:
The device was evaluated at philips, and the failure was confirmed. Replacing the therapy pca resolved the issue.

Event description:
The customer reported a shock equipment malfunction error.